Event description:
The customer reported the problem of the screen appears to have a lot of static in the normal mode. There was no patient involved.

Manufacturer narrative:
Cannot confirm serial number. Phone not provided. A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported the problem of the screen appears to have a lot of static in the normal mode. Patient involvement is currently unknown.

Event description:
The customer reported the display is fuzzy / blurry.. There was no patient involved.